Manufacturer narrative:
Product complaint # (B)(4).

Event description:
The patient was revised due to a painful left hip. Recurrent dislocation. It was also indicated that there was loosening of the cup at the bone to implant interface. Doi: unknown, dor: (B)(6) 2021 (left hip).